Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low amplitude and t-wave oversensing. Evaluation of the system was performed, and exercise test was also provided. The system was reprogrammed into the secondary vector. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.